Event description:
It was initially reported by the physician that pt showed high lead impedance on system and normal mode test. No pt manipulation or trauma was reported. Pt is currently seizure free and physician wants to replace the device as soon as possible. Pt reported that he could not feel stimulation anymore. Follow up with the treating physician's nurse revealed that revision surgery is likely. No x-rays were taken. Nurse indicated that pt's last good diagnostics results were obtained 3-4 months ago. She did not remember the exact date or the results.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.